Event description:
On friday 3/29 provider was doing a peripheral angiogram. The patient had an rt sfa(right superficial femoral artery) lesion, we 1st went in with the 5.0 x 200 evercross and removed unused then went in with a evercross 3.0 ballooned and then removed. Went back in with the 5.0 x 200 inflated and could not get it to deflate. We opened a new indeflator, and tried to deflate with any empty one, this was not deflating it. We call dr (B)(6) and he came tried to help, he called the rep and was doing what the rep explained to try and do, this was not working, a new provider scrubbed in. We cut the hub of the balloon with no feedback , and then we cut the actual catheter this was all unsuccessful. We then prepped the rt thigh and with ultrasound and a 18gauge 9cm needle and punctured the balloon, this was successful. Reference reports: mw5153773, mw5153774.